Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that efforts to communicate with this device were unsuccessful. A boston scientific technical services consultant discussed that telemetry is historically intermittent with this family of devices. The consultant recommended troubleshooting techniques to the caller. No adverse patient effects were reported.